Event description:
It was reported that; during small xia surgery, the surgeon used the cross link connector. When the surgeon loosened the nut of one side of the connector, the nut was not loosened. Therefore the surgeon changed the connector to another same size connector.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the returned connector was confirmed to have 2 jammed set screws. However, one set screw was able to be torqued back to allow it to function without issue. It is likely that the set screw was fully backed out past the acceptable range, which resulted in the set screw being jammed. No relevant manufacturing issues were identified during manufacturing record review. Conclusion: the most likely cause of the customer reported event is over-torquing of the set screw while backing it out.

Event description:
It was reported that; during small xia surgery, the surgeon used the cross link connector. When the surgeon loosened the nut of one side of the connector, the nut was not loosened. Therefore the surgeon changed the connector to another same size connector.